Event description:
It was reported the patient presented for initial procedure. During implant, the left bundle branch lead was found bunching or spiraling after attempts at placement. The physician elected to complete the procedure with a different lead. The patient was in stable condition.